Event description:
Control syringe with 22g x 1 1/2" needle was inserted under pt's eye for purpose of aspiration. When pulling back on plunger, tip of plunger gave way and caused syringe to move or jerk causing injury to a vessel. A large hematoma appeared above and below the eye.